Event description:
The patient (pt) reported that their dbs settings were a lot higher in the beginning and patient had them lowered because they felt like they were getting electrocuted constantly on the higher setting. Pt said they have dbs for tremor and they said that with a lower setting their tremor wasn't as controller but they were fine with that because they didn't have the discomfort at a lower setting. Patient said what's a little bit of shaking when they have tremor and before getting the dbs their tremor was a lot worse so the dbs surgeon did a good job. The patient said they were looking for a new managing healthcare provider (hcp)  because they wanted to find any hcp they could work with regarding settings and said the hcp had just kind of decided on the setting they wanted the patient to be on and patient wanted more input. Ps emailed pt hcp listings and reviewed role of manufacturer representative (rep).

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from the consumer. Reported, the patient was getting an unfamiliar icon on the device. They needed an explanation for. The patient replaced the batteries to resolve the issue.